Event description:
End user stated that when they went to plug the (B)(4) aerosol compressor into an extension cord, that was already plugged into the wall socket, the user received a shock. User tried to drop unit but allegedly could not. There was a crackling / popping noise from the plug along with a flame. User sustained burns to her left index and middle finger. Medical attention was sought the following day.